Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there was an error at startup. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer booted to a software error at startup.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.